Event description:
It was reported that the user experienced an occlusion alarm with an infusion set, with the continuous glucose monitor reading high and capillary blood glucose reported over 400 mg/dl; inspection and priming did not resolve the issue until the user replaced the cartridge and infusion set, after which glucose returned to range. Symptoms included hyperglycemia without reported ketones and without professional medical intervention. Outcomes included transient hyperglycemia with no hospitalization, no emergency treatment, and no long-term impairment. Investigation included user troubleshooting and education with guidance to replace all infusion supplies. Investigation of this case revealed that replacing the insulin delivery components resolved the occlusion condition and restored glycemic control. It was concluded that an insulin delivery occlusion occurred and resolved after supply change, with no additional clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.